Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The suture material broke when getting it out of the package and it seemed to be porous. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. The returned opened sample comprised a foil pack with a labelled winding former and a dispensed suture wound around the former and sealed to it with adhesive tape. The suture was complete with no indications of use in surgery. No visible defects were noted on the sample. The sample showed no indications of degradation. The returned closed samples were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00430 and medwatch 2210968-2012-00431. The same patient is represented in each medwatch.